Manufacturer narrative:
The transducer was evaluated by the vendor who determined oil separation in the window caused a poor image quality issue. This is a known issue previously addressed by the vendor. There was no injury associated with this event.

Manufacturer narrative:
Additional information will be provided once the device is returned and evaluation is completed. The record notes there was no injury associated with this event.

Event description:
The customer reported that they were having poor image quality with the s8-3t transducer during clinical use. The field service engineer confirmed that there was no reported injury or safety concern.